Event description:
During a trans urethral resection of prostate, cystoscope for bladder stones, the physician was using lithotripsy thru a cystoscope, a piece of the metal instrument broke off in the pt bladder. It was able to be flushed out with evacuator.